Manufacturer narrative:
Patient ID: (B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a left radial head prosthesis surgery took place on (B)(6) 2016. The surgery was for hardware removal due to loosening of the implants. The implants were a 22 mm cocr radial head 2mm ht extension/14.5mm-ster and an 8mm ti straight radial stem 28mm sterile devices. The implants were removed easily with no broken pieces or fragments to the devices. The original surgery took place on (B)(6) 2016. There were no additional devices implanted after the hardware removal. The procedure was completed successfully with no reports of surgical delay or medical intervention. The patient¿s post-operative status was noted to be stable. This is report 1 of 2 for (B)(4).